Event description:
The customer stated the code number on the code key did not match the code displayed on the device screen. The code key was marked 266 and the display showed 066. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.